Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs / migration of essure device location of device: floating in uterus/ hysterectomy due to essure cutting uterus'), genital haemorrhage ('abnormal bleeding') and pulmonary thrombosis ('blood clot to the lungs') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint swelling, rash, anemia from chronic blood loss, vaginal haemorrhage, pain in thigh and kidney stones. Previously administered products included for an unreported indication: ativan. Concurrent conditions included palpitation, dysuria, joint instability, impingement syndrome shoulder, shoulder osteoarthritis, dizziness, fainting, light-headed, abdominal crampy pains, menses irregular, dysfunctional uterine bleeding, dizzy, cervicitis, adenomyosis, international normalised ratio increased, abdominal pain lower and ovarian cyst. Family history included hypertension. Concomitant products included warfarin sodium (coumadin) and warfarin since 2012. In march 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain ("pain"). In april 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pulmonary thrombosis, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache and vaginal discharge outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 06-feb-2008 & mar-2007 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 27-mar-2007: negative. Ultrasound scan - on 01-apr-2008: total bilateral occlusion, perforation (uterus)\; on 17-apr-2012: finding: numerous nabothian cysts are seen impression: 1. Nonvisualization of the left. 2. Tiny amount of fluid in the endometrial canal, likely representing blood in light of the patient history. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s mr: uterine perforation, menorrhagia,pulmonary thrombosis most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet & medical record received. Event perforation nos was updated to uterine perforation & migration of essure device location of device: floating in uterus clubbed with it. Events vaginal bleeding, menorrhagia, migraines, headaches, vaginal discharge, blood clot to the lungs were added. Lab data & essure insertion date updated. Suspect product code changed from ess305 to ess205. Historical & concomitant drug s, conditions were added. Patient demographic details, reporter information & product information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure ). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.